Event description:
It was reported that during a procedure, there was an issue with the e-sep pencil toggle switch. The device activated without being turned on. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H3: device not available for return. H6: the quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available.

Event description:
It was reported that during a procedure, there was an issue with the e-sep pencil toggle switch. The device activated without being turned on. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.